Event description:
It is reported that 2.7mm x 16mm metaphyseal screw head broke off while the surgeon was inserting the screw through a plate. The surgery was delayed for 5 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.